Manufacturer narrative:
No product has been returned for investigation as it remains in-situ. A photographic review of the x-ray provided confirms the alleged event. Labeling review: "...potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s)..." , "...these devices are not designed to withstand the unsupported stress of full weight or load bearing alone..." , "...these devices can break when subjected to the increased load associated with delayed union or nonunion. Internal fixation appliances are load-sharing devices that hold bony structures in alignment until healing occurs. If healing is delayed, or does not occur, the implant may eventually loosen, bend, or break..." . Patient education: "...the patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken or loose implant components. The patient must be made aware that implant components may bend, break or loosen even though restrictions in activity are followed..." Post-operative warnings: "...during the postoperative phase it is of particular importance that the physician keeps the patient well informed of all procedures and treatments. Damage to the weight-bearing structures can give rise to loosening of the components, dislocation and migration as well as to other complications..." Product remains in-situ.

Event description:
During a doctor's visit a patient's x-ray was provided where the occipital wing had disengaged from the plate. No patient harm or revision procedure has been reported.

Manufacturer narrative:
Supplemental report has been submitted to update, part number and unique identifier number. No other new information has become available.